Event description:
A customer contacted beckman coulter regarding an erroneously high accu tnl result from a single pt that was generated by the acces 2 instrument. The pt sample was tested from a primary tube. The accu tnl result was 0.50ng/ml and was reported out of the lab. A physician questioned the elevated result and the customer retested the original pt sample for an accu tnl on a different instrument in their lab. A physician questioned the elevated result and the customer retested the original pt sample for an accu tnl on a different instrument in their lab. The repeated accu tnl result was 0.04ng/ml. A corrected report was issued. The customer did not provide any additional information regarding this event. The customer indicated that there has been no change to pt treatment that can be attributed to this event.